Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that there was high ventricular rate (hvr) episode on the right ventricular (rv) lead due to noise oversensing. This was potentially due to electromagnetic interference (emi). No intervention or patient condition was reported.